Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the patient did not receive reading for one to two days after sensor insertion. No additional event or patient information is available.